Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was 35 mg/dl. Reportedly, the customer declined troubleshooting with tandem's technical support and the customer stated that there was no issue with the pump or supplies.